Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log files. The submitted log files were reviewed and on 04apr2026 from 22:21:38-22:21:51, no external power alarm was captured while connected to the mobile power unit (mpu) due to a loss of ac power. The alarm resolved when power was restored to the system. The backup battery supported the system without issue during this event. The pump appeared to operate in the expected range throughout the log file. Multiple attempts were made to obtain additional information regarding the mpu serial number, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight not provided. D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power event on 04apr2026 at 2221. It was unknown if the patient was connected to the mobile power unit (mpu) or battery power at the time of the event. The log file captured no external power events on (B)(6) 2026 while using the mpu which was caused by the power to the mpu being briefly interrupted. There was no interruption in the pump support during these events.